Manufacturer narrative:
Voluntary medwatch MDR report #: mw5119674.

Event description:
Voluntary medwatch form received notes that a patient presented with a product performance issue on their left ventricular (lv) lead. The physician elected to explant and replace the lv lead. There were no additional adverse patient effects.